Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, the device stopped working and the cuff had atrophy. The pump and cuff were explanted and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Correction device codes h6 and adverse event/product problem b1. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, the device stopped working and the cuff had atrophy. The pump and cuff were explanted and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. There is no additional information reported.